Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). Reference 1317056-2022-00111, (B)(4) for the associated unit.

Event description:
During preparation for a microwave ablation of the liver tumor, using a 14cm solero applicator, the unit was requested by the doctor to be set at the power of 140w for 6 min. When turning on the microwave machine, the message "applicator temperature failure; turn off and on again or replace the applicator and try again" displayed. The unit was restarted, and the same message was received. Five additional attempts were made, but were unsuccessful. There was also an issue with the pump, as the blue button for ablation was not lighting up. Angiodynamics' clinical training coordinator was contacted for assistance via phone, however the issue was unable to be resolved. Due to being able to resolve the issue, it was determined to abort the procedure. The patient had already been sedated, intubated and had contrast media to perform the ablation. The doctor contacted a competing company for assistance in completing the tumor ablation. After the competitor company's ablation was completed, the 14cm applicator was tested which resulted with the unit not responding and repeating the error of orange color without enumeration. Due to the reported issues, the patient was under sedation for greater than an additional 30+ minutes. This event meets the criteria a reportable adverse event; patient safety risk due to prolonged procedure greater than 30 minutes (extended sedation).

Manufacturer narrative:
Returned for evaluation was one 14cm solero applicator. The customer's reported complaint description of applicator temperature fault (atf) error messages was not reproduced during engineering evaluation. Note: when atf error message is displayed there is also a "connect applicator" message in upper right hand of screen (orange background with white lettering).a root cause for the reported complaint description could not be determined. A potential root cause is circuit continuity issue between the 8 pins in the probe cartridge and the solero generator nest pin pad. The applicator temperature fault error message can be a result of poor pin contact, i.e. Given that the error message occurred when applicator was connected to the generator (and before ablation cycle was initiated) this error message is likely not a result of actual temperature issue at probe tip but is a thermocouple wire circuit continuity issue. A dirty solero generator nest pin pad is potential contributing factor. In addition, it was reported that the patient was placed under general anesthesia (ga) prior to the solero probe being connected to generator and ready for ablation use. This is contrary to information provided in the device dfu. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use which is supplied to the user with the solero applicators contains the following statements; inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." Warning: do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready." Hardware unit review: the serial number of the hardware unit used during this event was reported as (B)(6). Service order (B)(4) was opened to evaluate this unit for the reported atf error. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4) reference (B)(4) for the associated unit.